Event description:
It was reported that the physician questioned why the implantable cardiac defibrillator (ICD) "did not last longer". The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. The device lasted seventy one percent of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. (B)(4) - we did receive performance data collected from the device and have analyzed the data. The weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery of 2.9 to 2.64 volts between (B)(4) 2011 and (B)(4) 2012 is before device recommended replacement time (rrt) of 2.62 volt.